Event description:
It was reported that the 4.0 x 23 mm xience xpedition was removed from the hoop and the yellow protective sheath was removed without difficulty. It was noted that the stent dislodged and remained in the sheath. There was no patient involvement and the device was not used. There was no clinically significant delay. A second same size device was then used to complete the stenting procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The stent dislodgement was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.